Event description:
On (B)(6) 2025, a patient underwent left lower extremity arterial angiography, balloon angioplasty, and stent placement under local anesthesia for left lower extremity arterial embolism in the femoropopliteal artery segment. Postoperative recovery was satisfactory. The patient was discharged in improved condition on (B)(6) 2025. Furthermore, on (B)(6) 2025, follow-up lower extremity cta revealed kinking and folding of the left femoral artery stent graft. Reportedly, the patient is currently presenting with ischemic pain in the left lower extremity and has been transferred to a higher-level hospital for further treatment. The current status of the patient is unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images and videos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.